Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant of a leadless implantable pulse generator (ipg) the patient died of worsening heart failure and sepsis on a chronic osteosis infection. The status of the device is unknown. The patient is a participant in the post approval clinical surveillance product surveillance registry.